Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the pump powered on with an operable display. A blank display was not observed. Moisture was observed in the battery compartment. A leak test revealed a leak at the battery compartment. The pump was opened and no moisture damage was found. The complaint of a blank display issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and moisture was present. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.